Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally and there were no indications relating to this event. Five subsequent procedures found the system functioned normally, no intraoperative events or issues found. The vessel sealer and stapler logs for this procedure were reviewed, and no instrument related errors were noted in system logs. The following concomitant products were used during this procedure: 30 degree endoscope, 2 cadiere forceps, vessel sealer curved, sureform 60 stapler, mega suturecut needle driver, monopolar curved scissors, suction irrigator. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died 9 days after a sigmoid colon resection during which a sewn anastomosis was performed. Factors which may have contributed to the death include an anastomotic leak and resultant sepsis as well as possibly an anesthesia induced gastrograffin aspiration event. There is no allegation of any issues with any intuitive products or instruments. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that a patient underwent a sigmoid colectomy for diverticulitis and died nine days postoperatively. The initial procedure was described as routine, with no intraoperative complications. Six days after the initial procedure, the patient returned to the hospital with rectal pain but no abdominal pain. A gastrografin study and CT scan were performed; however, the findings were inconclusive. As the patient¿s condition deteriorated, the patient underwent an exploratory laparotomy. During induction of anesthesia, the patient vomited and aspirated gastrografin into the lungs. Intraoperatively, the surgeon identified a disruption of the anastomosis. The original anastomosis had been hand-sewn with sutures, and the surgeon confirmed that a stapler had not been used for that portion of the procedure. The patient died three days after the second procedure due to multiorgan system failure. No autopsy was performed. The surgeon stated that aspiration of gastrografin may cause a severe inflammatory response and speculated that this contributed to the patient¿s rapid deterioration rather than the anastomotic leak alone. The surgeon confirmed that the da vinci system, instrument, or accessory did not contribute to the reported event.